Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
On 6/10/2016 medical records received. Patient claim letter reported that patient had pain and swelling within first year of surgery. On (B)(6) 2012, patient had and I&d of his right hip with cystic mass posterior of greater trochanter that was fluid filled, very thick capsular layer with thick scar tissue, exuberant synovitis, and frank purulence that was positive for staphylococcus lugdunesis that was treated with aggressive IV and oral antibiotics. In 2015 he reports extreme fatigue, easy bruising, increased warmth in right hip, as symptoms progressed, basic activities of daily living began to decline, dysfunctional ambulation, intermittent periods of lower back pain, and a more sedentary lifestyle. In fall 2015 CT scan results with need for an inguinal lymph nodes biopsy. Biopsy completed (B)(6) 2015 resulted in histiocytosis with rare giant cells manifestation. On (B)(6) 2016 patient had exploratory surgery with prosthetic infection confirmed and total hip implants removed with antibiotic spacers placed, 1000ml blood loss, opaque brownish fluid, distal cortical fracture with stem removal via an extended trochanteric osteotomy fixed with cable, and another 6 weeks of antibiotic treatment. After antibiotic treatment, patient was re-implanted with competitor products on (B)(6) 2016. Patient reports sedentary lifestyle has contributed to 30 pound weight gain, social isolation, anxiety about future, job loss, depression, dealing with body image infliction having to rely on walking cane to ambulate, impacted physical, emotional and financial areas of life. The complaint was updated on: jun 24, 2016

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.